Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after an extracerebral catheter interventional procedure using a 7f sheath. Reportedly, the suture was not present due to cuff-miss. The lever was returned to original position, and the device attempted to be removed; however, the device could not be removed. Lever manipulation was attempted again; however, the lever also could not be moved. A cut-down was performed to remove the device and it was noted that the suture was entangled with the foot upon removal of the device. Vessel damage was also noted. Manual suturing was performed to achieve hemostasis and to repair the damaged vessel. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The cuff miss was confirmed. The difficulty to open and close could not be confirmed. The entrapment of device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. It is possible the posterior cuff miss occurred due to patient anatomy and a link break then occurred when the plunger was pulled as the posterior cuff link was still in the cuff. It is possible then that the cause for the suture entanglement with the foot, under these conditions, was that the link, and or suture with the posterior needle tip became caught in the foot when the lever was closed. The closing of the foot or manipulation of the device may cause additional suture to be exposed exasperating the condition; however, this cannot be confirmed due to the condition of the device. The subsequent treatment appears to be related to the circumstance of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.